Event description:
It was reported that during insertion of the iab through an introducer sheath, the iab became stuck in the sheath. The entire assembly was removed and replaced. There were no patient complications.